Event description:
A us distributor returned a monitor and reported monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board that was producing an intermittent connection. The root cause for the defective u104 pxa processor could not be positively identified. There were no adverse events associated with the monitor malfunction.